Event description:
It was reported that an insulin gauge displayed an amount different than expected, showing empty when 269 units were anticipated. There was no reported adverse impact to the customer's blood glucose level. The issue, which occurred earlier in the day, was not present at the time of the call.